Event description:
It was reported that post-operatively the threshold was elevated and there was a pacing failure. It was further noted that the physician noted that it is possible that the tine was only caught on the adductor muscle, and that the threshold fluctuation due to the body position occurred because only one side was fixated. The leadless implantable pulse generator (ipg) was collected with a snare and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.